Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that when the catheter was connected to an ultrasound system, it did not produce an image. This indicated that the catheter was not detected by the system. The catheter was replaced with a different but similar catheter; however, it also presented the same issue. The unknown procedure was completed with another catheter. There was no patient adverse event reported. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report provide the type of reportable event. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).